Event description:
Additional information was received indicating noise was also observed on the rv lead resulting in inappropriate shocks.

Event description:
During an in clinic follow up, high pacing impedance, high defibrillation impedance and an increased capture threshold was observed on the right ventricular (rv) lead. A lead revision was performed and during the procedure lead insulation damage was observed. The rv lead was capped and replaced to resolve the event. The patient was stable.